Manufacturer narrative:
The device was returned. The reported problem was duplicated. The pump was found to be displaying "air in line" alarm message during the investigation. The faulty air detector was replaced. Operator of device is unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air sensor was faulty. Additional information received on 01-sept-2022 via email: no patient incident ? Issues were found during testing.